Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The manager reported that on (B)(6) 2018, a 600290 monopolar cable 10 feet caused a fire in the operating room. The fire had a visible flame and was extinguished shortly after the onset. The fire was located where the hub connects to the flexible cord. No patient contact, injury, or surgery delay was reported. Additional information was requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode could not be confirmed. The lot number/serial number was not received to perform a DHR review. The root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Event description:
N/a

Manufacturer narrative:
Additional information received on 16jul2018. It was reported that the cord caught fire during surgery. The fire was located where the cord plugs into the machine. However, no defects were noted prior to the surgery. The fire had a visible 4 to 6 inches plume which prompted them to use a fire extinguisher. No patient or staff injury was reported. This was reported to dia and the instruments were quarantined as per protocol.